Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The pt remained in the hosp and continued use of the lifevest. Device eval summary: device eval of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. Upon investigation, the montior and electrode belt were fully functional and able to detect and treat a pt. Device manufacture date: monitor sn (B)(4) - 01/01/2013 (reuse); electrode belt sn (B)(4) - 07/01/2012 (reuse). Add'l inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Pts are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdg

Event description:
During a retroactive review of past treatment events for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. A zoll pt service rep (psr) contacted zoll customer support to report that a (B)(6) year old male pt was treated on (B)(6) 2014. Dual lead noise and artifact contributed to the false detections. The pt was treated four times between 12:25:46 and 13:13:08. The rhythm at the time of all of the treatments is unk due to noise and artifact. The post-shock rhythm of the first two treatments was sinus tachycardia with noise and artifact. The post-shock rhythm of last two treatments was sinus tachycardia. The pt was in the hosp and feeling fine at the time of the event. The response buttons were pressed intermittently during the first and second treatments, but the response buttons were not pressed during the treatment sequences that resulted in the inappropriate defibrillations. The pt remained in the hosp and continued use of the lifevest.